Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on in ac power. The user removed the device from ac power and removed the batteries. After approx fifteen minutes the device successfully powered on with battery. Complainant indicated that there was no pt involvement in the reported malfunction.